Manufacturer narrative:
A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2007-00794 for the other medwatch, the same patient is represented in each medwatch.

Event description:
International customer reported an air and fluid leak at the connection of the reservoir and drain. No adverse patient consequences were reported.